Event description:
Reporter alleged due to higher blood glucose monitoring results; calling the dr who adjusted insulin based on the values and therefore having to go to the hosp. Reporter stated glucose device results were 200-300s mg/dl and alleged pt was sluggish and vomiting. Reporter stated going to the hosp and their device result was 150 mg/dl and lower but did not give any other results. Reporter alleged hosp treated pt with IV's. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.